Manufacturer narrative:
One leads set was returned for evaluation. Although it passed both the electrical and functional tests, it showed signs of contamination that could play a significant role in the nature of the alleged intermittent ECG data signals.

Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the devices' lead set v4 failed. It was reported to philips that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported by the customer.